Event description:
Based on additional information received on 30-nov- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 30-nov-2017 from a nurse. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and after few hours had redness/red, swelling/knee began to swell to twice the size of the left knee/swollen knee, very painful, pain scale of around 4-5 out of 0-10/still has pain/ pain, after few days used a cane, later after unknown latency had swelling. Also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (received several times prior to this injection, with good results and no deleterious effects; injections were anywhere from 1-3 years apart). She did not have any prosthetic devices. The patient had no allergy to bird products. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for knee pain (batch/lot number: 7rsl021; expiry date: 31-may-2020) into the right knee. After receiving the injection, the patient walked out of the office. The injection was provided by the office and no other injections were given that day. The area was cleaned with a disinfectant and she thought the syringe was opened there in the office, but did not pay any attention. The same day, within 2 hours, the patient's knee began to swell to twice the size of the left knee, with redness, and was very painful. It was reported that pain scale of around 4-5 out of 0-10 was there, with 10 being the worst, even during the night. The patient took acetylsalicylic acid (aspirin) and ibuprofen and elevated it above her heart. It was reported that when it was not getting better, she went to her physician on (B)(6) 2017. The patient did not know about the recall at that time and did not do any treatments. The patient wondered if he had hit a blood vessel. For about a week after the injection, it remained that bad. On an unspecified date in (B)(6) 2017, the patient had to use a cane. It was reported that the knee was not as good as prior to the treatment. It was reported that the patient did not have pain now sitting down, but if it hurts, it hurts more frequently than before the injection, but was nothing like the first 3 weeks after the injection. Her physician said she was the poster child for the synvisc-one. It was reported that the patient was in very good health and bikes/spins and race walks. It was reported that the patient would like to get another synvisc-one injection in the future. Corrective treatment: acetylsalicylic acid (aspirin) and ibuprofen and elevated it above her heart for very painful, pain scale of around 4-5 out of 0-10/still has pain/pain, swelling/knee began to swell to twice the size of the left knee/swollen knee and redness/red; not reported for other events. Outcome: recovering for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction and use a cane additional information was received on 29-nov-2017. The suspect product expiration date was updated from may- 2020 to 31-may-2020. Text was amended accordingly additional information received on 30-nov-2017 and 08-dec-2017 (both processed with the clock start date of 30- nov-2017), this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Follow up was received on 17-dec-2017. Global ptc number was added. Additional information was received on 09-jan-2018 from the patient. The additional events of use a cane, redness/red, very painful, pain scale of around 4-5 out of 0-10/still has pain/pain were added with details. The event term was updated from "swelling" to "swelling/knee began to swell to twice the size of the left knee/swollen knee" and its start date was updated from (B)(6) 2017 to (B)(6) 2017. The suspect product start date, dose, frequency and indication was added. The outcome of device malfunction and swelling/knee began to swell to twice the size of the left knee/swollen knee was updated from unknown to recovering for both. The seriousness criteria of device malfunction was updated from important medical event to disability. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 9-jan-2018: this case concerns a patient who was using cane after receiving synvisc one injection from the recalled lot. A temporal relationship can be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.

Event description:
Based on additional information received on 30-nov- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 30-nov-2017 from a nurse. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and later after unknown latency had swelling. Also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020). On an unknown date in (B)(6) 2017, after unknown latency, the patient had swelling. It was reported that the patient came in to be seen and refused recommendation for anti-inflammatory medication. Corrective treatment: not reported for both events. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 29-nov-2017. The suspect product expiration date was updated from may- 2020 to 31-may-2020. Text was amended accordingly additional information received on 30-nov-2017 and 08-dec-2017 (both processed with the clock start date of 30- nov-2017), this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who experienced knee swelling after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.